Manufacturer narrative:
As this report FDA ref 0002249697-2026-00388 is for second stage revision of infection, it will be cancelled and a final report will be submitted under in first stage revision of infection 0002249697-2026-00282.

Event description:
No new information.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 6942-5-055; unitrax modular endo head 55mm ; lot# aa1wy0. Cat# 6942-6-065; unitrax v40 sleeve +0mm (std); lot# 34100753. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: removal of exeter short stem and unitrax sleeve/head which was used as a spacer for infection, and repeat stage 1 revision to femoral nail spacer. Notification.